Manufacturer narrative:
Manufacturer narrative: customer biomed states that the nursing staff told him that the transmitter ECG ratings were 30 and the central monitoring station readings are 60. The unit was evaluated and the battery door was broken. The unit performed extended testing for 24 hours. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Per the customer biomed the issue could not be duplicated and there is no indications that the reported malfunction occurred. Awaiting requested device for repair and failure investigation.